Event description:
It was reported that the "new set of patient cable[s] and leads still does not fit the connector on the new usb [universal serial bus] module" of the programmer. The "module may be returned if confirmed as the incorrect model." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.